Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 800 mg/dl. The customer stated that the cannula had come out and it was above the skin under the tape. Troubleshooting was performed. The date and time on the insulin pump were correct. The customer indicated that he had food poisoning. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.